Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration results are within the specified ranges. The qc results are within the specified ranges. The preanalytical data do not indicate any issues. Product labeling states: "interpretation of the results. Numeric result - coi >/= 1.00. Result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For the right choice of method: the module-specific subresult for hivag and ahiv can be used." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The cause of the event could not be determined. The assay is performing according to specifications.

Event description:
The initial reporter received a questionable elecsys hiv duo result for one serum sample tested on the cobas e 801 analytical unit. On (B)(6)-2026: the initial result of the patient's serum sample from the analyzer was 32.0 coi (reactive). On (B)(6) 2026: the initial result of the patient's plasma sample from the advia centaur analyzer was <0.05 index (non-reactive). The repeat result from the advia centaur analyzer was 0.204 index (non-reactive). The repeat result of the patient's plasma sample from the analyzer was 0.232 coi (non-reactive). The repeat result of the patient's serum sample from an alinity analyzer was "negative". .